Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 270 mg/dl and a correction bolus was delivered to address the bg level. The customer was vomiting. The customer went to the emergency room and was admitted to the hospital on (B)(6) 2017 for diabetic ketoacidosis (dka). The ketone level was thought to be at a dangerous, but not life threatening level. The contact thought that the high bg and dka might be related to a viral infection. The customer was treated with an insulin drip and antibiotics. The customer's bg level was stable as of (B)(6) 2017. Although requested, additional information was not provided.